Manufacturer narrative:
The delivery system was not returned to edwards for evaluation. Due to no product (or photos) being returned for evaluation, the reported delivery system leakage could not be confirmed. Visual, dimensional and functional analyses could not be performed. A review of complaint history from july 2015 to june 2016 revealed other returned complaints confirmed for commander delivery systems leakage distal to the y-connector (all sizes). In addition, a review of complaint history for the month of june 2016 revealed that the occurrence rate for the trend category of commander delivery system leakage did not exceed the trend category control limits. Although a manufacturing non-conformance has not been identified for these types of failures, it is possible that a manufacturing/design related issue may have contributed to the complaint event. A modification to the manufacturing configuration was identified and implemented as a preventative measure. Due to the severity associated with balloon shaft fracture near the y-connector, and other similar confirmed complaints, a risk assessment was performed and corrective/preventative actions are being addressed through a CAPA. This unit was manufactured prior to the implementation of any changes. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warning, contraindications, and the directions/conditions for the successful use of the device.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our danish affiliate, during deployment of a 26mm sapien 3 valve, leakage was noted. The valve was successfully deployed. The patient was stable.